Manufacturer narrative:
Findings: unit alarmed motor error during the rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarms. Unit received with cracked case at lcd window corners and battery tube threads. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.